Manufacturer narrative:
Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported that the percuflex plus ureteral stent was implanted on (B)(6) 2024. However, the patient developed a fever after the procedure. On (B)(6) 2024, the stent was removed from the patient. No further patient complications were reported.